Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a malfunction. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Updated b5 describe event or problem, date of event b3, implant date d6a, explant date d6b, concomitant product/therapy c2/d10 and evaluation conclusion codes h6.upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had a hole in the proximal end of the cylinder from sharp instrument. The first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder did not pass the leakage testing. The second cylinder was microscopically inspected and had wear at fold in the proximal end, middle, and distal end of the cylinder, contamination was found within the ms pump. The second cylinder passed the leakage test. Ms pump passed the leakage testing. This investigation was assigned to the conclusion code of cause not established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a malfunction. The ipp was explanted. There were no patient complications reported.